Event description:
Per the clinic, the patient experienced a lack of osseointegration after initial implantation surgery, resulting in fixture loss. The patient was reimplanted with another device (date not reported).

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.